Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited high thresholds and dislodged during implant procedure. The lead appeared to be bent distally. The lead was explanted and replaced. No patient complications have been reported as a result of this event.